Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance (sli). This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. The patient was seen in clinic and a shock impedance measurement of 106 ohms was observed. No adverse patient effects were reported.